Manufacturer narrative:
The device was not returned to olympus for evaluation, but the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: an olympus field service engineer (fse) was onsite performing a refresher in-service for hospital staff and found that the devices were not being reprocessed correctly using the veriscan leak tester. The fse informed the customer that the devices need to be using it in case of a safety risk to patients. The event can be detected by following the instructions for use which state: the proper reprocessing methods are in the reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had been improperly reprocessed. The issue occurred during a refresher in-service for hospital staff on olympus standard endoscopes. There were no reports of patient harm.